Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed messages) but did not reproduce the reported "door will not close error". The evaluation was unable to find a specific contributing factor to the error. The door hooks were reworked to ensure proper door function.

Event description:
It was reported that a spectrum infusion pump had a door will not close error. It was also reported that there was no patient involvement.